Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 1750; non-sustained ventricular tachycardia episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) lead pacing impedance rose to 4047 ohms up from a trend in the 741-836 ohm range. Lead impedance >3000 ohms alert. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to high impedance and sensing integrity counter (sic) on their right ventricular (rv) lead. The lead was damaged during explant and was replaced. No further patient complications have been reported as a result of this event.